Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had issues with seeing the screen display on the insulin pump. Customer took out the reservoir and attempted to scroll through the menu to reset it but the screen began to disappear. Customer took the battery out and let it sit without a battery. After putting the battery back in, customer stated that the screen still didn't appear correctly. Customer's blood glucose was 58 mg/dl at the time of the incident. Customer stated that they put in a new battery but that still did not correct the issue. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked zebra connector at the lcd board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to missing segments. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.